Event description:
A tiny piece (pin) of the instrument broke off inside the pt. While in use during surgery. The instrument had malfunctioned and was removed during the surgery but it wasn't readily apparent that a piece might have broken off. During the cleaning process after the surgery, the pin was noted to be missing. Surgeon notified immediately and x-rays order were obtained.